Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose levels. The customer declined to provide further information.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue; however, a different issue was identified.